Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead was destroyed during a laser lead extraction of another lead. This lead had noise, oversensing and pacing inhibition. The explant and event dates provided do not make sense so they were left off of this report.